Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a wedge resection, the status indicator on the device turned blue. The reload was replaced, however the instrument did not fire when attempted. A new device was used to complete the case. No injury or adverse event was reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one powered handle 1, one battery pack, reload and one adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering review of the instrument, an engineering evaluation of the returned product and an evaluation of the returned devices. No initial visual abnormalities were noted for the battery. Visual inspection of the cartridge noted that the reload was had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. The h-limiters were present within the device. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 16 autoclave cycles for the adapter. The eeprom was uploaded and indicated 16 autoclave cycles for the handle. Error codes were observed. No functional abnormalities were observed for the adapter. Due to the noted damage, no functional testing of the reload could be performed. The subject battery was loaded into the handle. The handle made a clicking sound and displayed solid blue lights and a blinking handle status light. Another eeprom was taken and select motor error codes were displayed. The battery was placed on a charger and displayed a blinking yellow light before turning red. The handle was dismantled by engineering and it was noted that a critical resistor was damaged. The battery was investigated by engineering and was found to be outputting an abnormal amount of voltage. A review of the adapter, battery, and handle device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the handle calibration failure may be due to an improperly cleaned battery shorting out and resulting in a damaged resistor. The instructions for use (IFU) in the battery cleaning section states "care should be taken to avoid the battery pack connector to excessive moisture, conductive materials or contaminates". This may prevent adapter recognition. Secondary conditions not related to the reported condition were noted. Replication of the herniated knife bar condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device may have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Additionally, the battery was concluded to have been used beyond the warranty range in conjunction with the maximum shelf life for battery storage. The capability of the battery can no longer be assured after this range. The provided battery instructions for use (IFU) states the warranty shall be in effect for, and terminate upon expiration of, a period of 12 months from the original date of shipment of the product by seller or its authorized distributor to the buyer. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.